Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient had an infection in the pump pocket. The infection occurred in (B)(6) 2016 and was associated with the implant of the device. As an intervention to the infection the pump was explanted. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.